Event description:
It was reported the pt lost a significant amount of weight and is experiencing pain at the ipg site with stimulation on and off. The pt states the ipg is tilted and experiences pain when she pushes or sits down.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.